Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use under the patients wrapped arm. The following information was provided by the initial reporter: "blood leak from injection port". "Patient was under anaesthetic with cannula working well for several hours. Started leaking blood but undetectably because the arm was wrapped. Later a significant puddle of blood was identified."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use under the patients wrapped arm. The following information was provided by the initial reporter: "blood leak from injection port" "patient was under anaesthetic with cannula working well for several hours. Started leaking blood but undetectably because the arm was wrapped. Later a significant puddle of blood was identified."